Event description:
Tbm (B)(6) called and advised getting three green and one red light error code. Tbm advised dealer replaced pc board and unit wrks fine now. Tbm could not provide any further information, (B)(4).